Event description:
It was reported that oversensing and low impedances were identified on the atrial lead. The atrial lead was replaced. No further patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.